Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 17nov2017 to assess the testing instrument in question. The fse replaced the probe and cleaned the probe rinse station. The echo instrument is subsequently performing as expected, after the probe replacement, with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. Immucor technical support used a remote electronic connection method on 16nov2017 to assess the instrument test well images in question, which visually appeared positive.

Event description:
On (B)(6) 2018, it was determined that a report of an event on (B)(6) 2017 of an unexpected positive rh (d) outcome when tested on a galileo echo instrument, when tested on (B)(6) 2017, was reportable.